Event description:
It was reported that during the implant procedure after dft and during post shock pacing, a message appeared that the device detected noise when there was no noise. The high voltage impedance measured out of range. External pressure on the pocket released air in the pocket. The impedance then measured in normal range. The device remains implanted. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.